Event description:
Medtronic received a report that during delivery, a pipeline flex with shield technology stent (ped2) encountered resistance with a phenom 27 microcatheter, failed to open, and was frayed. The patient was undergoing surgery for dense mesh flow diversion treatment of an unruptured, saccular, c6 segment aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone arterial diameter was 3.7 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Vascular access was obtained via the femoral artery. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as blood retention within the aneurysm. After the microcatheter was in place, the ped2 stent was delivered; significant resistance was encountered in the middle of the phenom 27 during delivery. Upon reaching the target site, the stent was deployed, but its tip failed to open. After retrieving and subsequently redeploying and opening it, fluoroscopic imaging revealed a frayed appearance at the stent's tip. Consequently, both the stent and the microcatheter were withdrawn; it was found that the tip of the stent had sustained damage and become crimped. The procedure was successfully completed using a stent from a different manufacturer. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included 6f sofia 115cm guidecatheter.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID: fg15150-0615-1s (lot: 232325757). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.